Event description:
It was reported that the patient with this pacemaker device exhibited atrial undersensing. The patient appeared to be in chronic atrial fibrillation (af) due to atrial undersensing. Upon review, the thresholds on the right ventricular (rv) lead were elevated and there was lead noise on the presenting. The noise was not oversensed. Boston scientific representative stated that they were not able to reproduce the noise. Data analysis was performed and confirmed that the device was depleting normally, and the power consumption increased 9 months ago due to the onset of persistent at/af. Technical services (ts) recommended to adjust sensitivity. This device remains in service. No adverse patient effects were reported.